Event description:
Upon performing the surgery the physician noticed that there was an increase in volume in the left side breast implant. The physician stated the inflation was related to a malfunction the device. The physician noted an increase in volume of approximately 100cc. The dr had the fluid cultured for aerobic/anaerobic bacteria and the results were negative.